Manufacturer narrative:
The field service representative (fsr) verified the reported complaint. He found the pneumatic ice sensing tube was obstructed and would not start the compressor. He cleared the obstruction in the tubing and the ice block sensor would work and the compressor fan would turn on but the compressor would not start. There are no replacement parts available to repair the unit. The user facility has been advised not to use this unit clinically. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during the use of the device for a non-clinical activity, the unit would not make any ice. There was no patient involvement.